Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated an unable to calibrate message and a poor arterial line waveform was displayed. The central lumen of the catheter was clotted. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was advised to consider an alternate arterial line source. An available radial arterial line was connected to the pump and they were able to zero and continue pumping successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).